Manufacturer narrative:
Pump passed the displacement test. The device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Pump received with loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised forced sensor error alarm. Customer¿s blood glucose level was 150 mg/dl. Customer reported that the drive support cap was loosened. Troubleshooting was performed. The insulin pump will be returned for analysis.